Event description:
It was reported that doctor had to explant a synergy toric (zfw) lens 3-4months after implant due to patient dissatisfaction. Implantation date: feb-march 2022. Patient vision provided as: pre-operative 6/7.5 for distance and post-operative (with toric lens in place) +0.1 s.e/ less than 0.5 cyl. Patient complained of not being able to see road signs or people¿s faces until up close despite distance of 6/7.5; patient indicated that their daily activities were significantly affected. Doctor explanted the synergy toric iol for clarion in one eye and awaiting patient outcomes to see if other eye needs an explant as well. The iol is not available for return. No further information was provided.

Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy date of event: unknown/not provided, as information was asked and account indicated that it is unknown. Model number: partial model number indicated since the serial number was not provided. Catalog number: partial catalog number indicated since the serial number was not provided. Serial number: unknown/not provided, as information was asked but it was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: unknown, information provided as feb-march 2022 explant date: unknown/not provided, as information was asked but it was not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.